Event description:
During a remote follow up, high defibrillation impedance was observed on the right ventricular (rv) lead. Lead damage was suspected. Technical support was contacted and reprogramming and/or lead replacement was recommended. No intervention has been performed at this time. The patient was stable and will continue being monitored.